Manufacturer narrative:
Device not returned to manufacturer. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient was presented for remote follow-up. Under-sensing and functional loss of capture was noted on right atrial lead by means of holter monitor. As a result, the lead was capped on (B)(6) 2019, and a new lead was implanted. The patient was stable.